Event description:
It was reported that a tandem mobi cartridge alarm sounded, but there was no adverse impact to the customer's blood glucose level. Technical support confirmed cartridge alarm 34 and decided to replace the problematic pump. The customer was instructed to put the pump into storage mode and return it using a prepaid label to avoid being billed. A replacement pump was sent, and the customer was advised to program new settings and connect their cgm to the replacement. The replacement shipment did not require a signature for delivery, and the customer was informed about relying on an alternate method for insulin delivery if necessary.